Manufacturer narrative:
On (B) (6) 2009: the lay user/pt's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cold solder insufficient at d6. If any add'l info is available, the FDA will be notified in a f/u report. At this time, we consider this matter closed.

Event description:
The lay user/pt contacted lifescan alleging the meter does not power on even with new batteries. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.